Event description:
The ceramic portion of the vapr electrode cracked off in the joint when surgeon was performing subacromial decompression. Broken piece was removed and surgery completed without further incident.